Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.